Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 61 mm diameter fusiform abdominal aortic aneurysm. The length of the aortic neck was 32 mm, and the diameter was 21 mm. The diameter of the right iliac artery was 14 mm, and the left was 14 mm. The diameter of right femoral artery was 10 mm, and the left was 11 mm. The right and left iliac arteries were moderately tortuous. The degree of circumferential thrombus and / or calcification was 0%. It was reported that one year post implant, a CT with contrast showed a moderate volume of presenting thrombus in the right limb of the stent graft with no luminal stenosis. There was no reported intervention or action taken. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion); (insufficient information; cause is unknown). Evaluation, conclusions: known inherent risk of a procedure (occlusion); (insufficient information; cause is unknown).